Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'under infusing' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusing by about 50 ml. Pitocin was being administered at a volume to be infused (vtbi) of 200 to 250 ml at a rate of 999 ml per hour and the actual volume delivered was 150 ml in 12 minutes. The problem happened during delivery at the ob department. There was no patient injury or medical intervention associated with this event. No additional information is available.